Event description:
The intended procedure was an intervention of a moderately calcified, chronic total occlusion (cto) at the bifurcation of the profunda and the superficial femoral artery (sfa). The pt was a male with diabetes and diffuse peripheral vascular disease. The target lesion was 180 mm in length and the reference vessel diameter was 5.0mm. The physician advanced the frontrunner catheter (fr) with the micro guide catheter, actuating the jaws of the fr, approx 10-30 mm into the lesion. The fr was withdrawn from the pt in order to reshape the tip. A test injection was performed through the 7fr terumo sheath and a perforation of the sfa was noted. At this point the physician went back in with the frontrunner and continued to work further down the occlusion. It was unclear where they were in the lesion. The physician subsequently used a subintimal technique with a glide wire and was able to re-enter the true lumen. Subintimal ptca was performed from the ostial sfa to the popliteal region. The perforation was sealed and flow was re-established in the artery. Of note, this was the first frontrunner case for this physician. The product was not returned for analysis. In this case, pt history, vessel/lesion characteristics, procedural factors and/or user handling may have contributed to the reproted event.